Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed stable values around 600 ohms between (B)(6) 2019 and (B)(6) 2019 for the pacing impedance and around 0.6v for the pacing threshold. The shock impedance showed varying measurements between 72 ohms and 94 ohms in the mentioned time frame. The provided iegm episodes showed artefacts on the ventricular and farfield channel leading to oversensing as well as inappropriate delivery of shocks, as indicated in the complaint. The analysis of the provided x-ray showed both electrodes with significant slack, therefore in cannot be excluded that the rv lead had movement inside the atrium and touched the atrial lead. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause.

Event description:
After an implantation period of approx. 114 months, oversensing with inappropriate therapies was reported.